Event description:
The customer requested information about the auto off alarm. Assisted customer to clear the alarm. The customer also stated that she was hospitalized for low blood glucose. The customer mentioned that the cause of the low bgs was incorrect programming of the pump.